Event description:
The initial cochlear implant had been implanted into the pt and was undergoing testing with the smartnav system. During the testing, multiple of the implant's electrodes did not show they were connecting during the nrt portion of the smartnav registration. After performing this test a few more times, the physician stated that this implant would be taken out and a new cochlear implant was needed. The next implant passed the same set of smartnav testing the previous one had failed, and the second cochlear implant was left implanted in the patient.